Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had crack on back. The customer blood glucose level was 4.3 mmol/l. The customer was assisted with troubleshooting. Customer stated that they received new battery cap but insulin pump did not turn on. Customer was advice to discontinue use of the pump and revert to backup plan. The device will be returned for analysis.